Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08705 inches however, the pump alarmed pump error 63 during the self test and pump error 63 alarm (variable 3) is found in the downloaded history file due to broken trace at pin 1 (vdd) u1 on the keypad assembly. The pump was monitored for six (6) days. The sensor lasted 146 hours before the pump received a sensor expired alarm. The pump calculated sensor age properly and no sensor anomaly noted. The battery indicator icon stayed green during the testing period. No led anomaly noted.

Event description:
Information received by medtronic indicated that the insulin pump had a recurring no delivery alarm with their current infusion set. Customer also reported issue with frequent battery change. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.